Manufacturer narrative:
Pump was received with normal operating currents. Pump also passed self test, unexpected error test, pump passed the rewind, basic occlusion test, prime test and displacement test. However, pump was received stuck in the motor error loop during bolus/basal delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No "no reservoir alarm" during testing noted. Pump had minor scratched lcd window, cracked lcd window,cracked case at display window corners, cracked battery tube threads,cracked reservoir tube lip and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 146 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.